Manufacturer narrative:
Product added to d10. Continuation of d10: product ID: bi71000450, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while performing the planned maintenance (pm), the voltage on power supply 1 (ps1) was under tolerance, causing the system to go into stand alone mode. There was no patient involvement.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A070504 was for the ps1 being under tolerance. A110201 was coded for the system going into standalone mode. H3, h6: the system was serviced in the field and it was found the ps1 was out of tolerance. The ps1 was adjusted back and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.